Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided, the reported migration (partial clip movement) per the physician is related to tethered and friable leaflets and is therefore related to the patient anatomy. Unspecified tissue injury and tricuspid valve insufficiency/regurgitation appear to be related to migration. Tissue damage/injury and tricuspid regurgitation are known possible complications associated with triclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. H6. Code 4451 was removed. Code 4453 was added.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 3-4. One clip was implanted, reducing tr to a grade of <1. On (B)(6) 2024, imaging showed tissue damage on the lateral leaflet. It was also observed that the clip had tilted, the clip partially detached from the anterior leaflet and remained attached to the septal, causing tr to increase to a grade of 4. On (B)(6) 2024, an additional triclip procedure was performed, and one clip was implanted reducing tr to a grade of 2-3.